Event description:
It was reported that during therapy the intra-aortic balloon (iab) was not inflating properly. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: rn, msn-ed. Manager cardiac cath lab / cardiology&logan causey, manager supply chain. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).